Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation (evl) procedure for decompensated cirrhosis with esophageal varices; hemostasis performed on (B)(6), 2024. During the procedure, the ligation bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands could not be deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation (evl) procedure for decompensated cirrhosis with esophageal varices; hemostasis performed on (B)(6) 2024. During the procedure, the ligation bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands could not be deployed. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was not returned. Only the irrigation tube and the handle were returned, which matches on the provided photo. The handle had marks of the trip wire indicating that it was secured. Also, the trip wire was found broken. No problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed. Upon analysis on the returned component, the handle had marks of the trip wire indicating that it was secured. Also, the trip wire was found broken which could have been due to handling and manipulation of the device during procedure and interaction with the scope and additional tools/devices. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The ligator housing was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause of this complaint is cause not established.